Event description:
Paramedics attended to a nursing home pt who had an internal pacemaker and was described as in an ideo ventricular type rhythm that mimicked vf at times. Attempts were made to administer defibrillator shocks to the pt using the device. The device allegedly displayed a connect electrodes alarm and use of the defibrillator was inhibited. The operator changed the therapy cable, however the device allegedly continued to display a connect electrodes alarm. An AED defibrillator was made available and used to administer shocks to the pt. The pt's outcome was not known. There were no adverse affects to the pt reported as a result of device use.